Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the mechanical inspection a stylet intended for use with the lead was inserted but could be advanced only 1.5 cm towards the tip of the lead. Subsequent analysis revealed the presence of coagulated blood along the inner coil of the lead. These blood residuals were most likely introduced into the lumen of the lead by means of stylets used during the surgery. The cuttings in the insulation resulted most likely from the explantation procedure. With regard to the unavailable sensing and pacing mentioned in the complaint description, the analysis of the lead did not show any deviations. In summary, coagulated blood was found along the inner coil of the lead, which was introduced most likely during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this right ventricular lead had no pacing and no sensing but the lead was still fixated. Additional information from the field representative indicated that this may be a micro dislodgement. The field representative also stated that this issue cannot be confirmed by x-ray. No adverse patient events were reported. Should additional information be received, this file will be updated.